Event description:
Medical record reviewed 5/7/99. Pt is a 47 yr old female with pre-op diagnosis of possible leak right saline implant with contracture and displacement. Per or report, right saline implant removed, small amount of fluid leaking from valve. "There were no obvious holes elsewhere in the implant". New implant placed. Md to return defective implant to co. Pt tolerated procedure well.